Event description:
The reporter contacted animas on (B)(6) 2012 and stated that all the keypad buttons were intermittently unresponsive, would stick and required multiple presses to elicit a response. The reporter denied damage to the keypad or pump. The patient reportedly wore the pump in a case attached to a belt and cleaned it with a cloth. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4):the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the down arrow keypad button was intermittently responsive. All other keypad buttons were responding to presses as expected. There was evidence of contamination found under the key contacts. The up arrow key contact was found to be misaligned. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.